Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has not been returned to animas. A retained sample was used for testing purposes. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss or prime), cracks, and foreign material prior to release for distribution.

Event description:
The pt reported that four cartridges leaked insulin from the bottom portion of the cartridge. He stated that the insulin leaked out of the cartridge from the plunger and he discovered pools of insulin in the cartridge compartment. The pt reported that his blood glucose was 200mg/dl; denied the presence of ketones and said he was asymptomatic. He said that he noticed the leak quickly and treated the elevation by replacing the cartridge and delivering a correction bolus via the pump. The pt confirmed that there was no medical intervention required.